Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this lead was scheduled for a revision due to a fracture. The explant date is unknown.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 5 cm distal to the is-1 connector pin. Other fragments belonging to this lead could not be definitely identified as fragments of three other leads were returned together with this lead. The returned lead fragment of 5 cm length was visually and electrically analyzed. The visual inspection revealed that the insulation was, apart from the present fragmentation, free of breaches. Further analysis of the lead was not properly feasible. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
(B)(6) 2018 - boston scientific reported this lead was explanted and replaced on (B)(6) 2018.